Event description:
A hospital charge nurse reported that wires broked inside the sheath of a disposable lithocrush while the open basket was in the common bile duct. To the best of the nurse's recollection, and allegedly soft stone was in the basket at the time of the break. The physician wiggled the sheath to free the stone; the basket closed after several attempts and the lithocrush assembly was removed from the scope. The attending physician placed a stent into the common bile duct and ended the procedure. The patient was rescheduled to return for stone removal at a later date. There were no injuries associated with the occurrence.